Event description:
The device was used during an unk procedure and it misfired and dropped clips three times. The clips fell into the abdomen. Unk if the clips were able to be retrieved. Unk how the case was completed. There were no patient consequence.